Event description:
It was reported that during a prostate procedure, the laser system displayed an error code 171. The case was completed using an alternate procedure (turp). There was "no injury to the patient".